Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the programmer incorrectly prompted that the device had reached elective replacement indictor six months after it was measured at normal projection. The device actually reached end-of-support four months later. The patient did not feel the patient notifier. The device was explanted and replaced. The patient condition was good before and after the procedure. The patient was discharged from the hospital on the same day.